Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) showed 167 untreated episodes since implant on the printed summary report. The clinic was unable to view the episodes and contacted boston scientific technical services (ts) to review the data. Upon review, ts noted that the 167 untreated episode representation was unintended and due to memory error that does not affect device's performance. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.